Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump alarmed motor error multiple times while changing the infusion set. The blood glucose reading was 10.7mmol/l. Troubleshooting was performed, and the drive support cap was missing. Advised the caller to disconnect from the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump was received unable to prime during prime alarm test and alarmed motor error during basic occlusion test due to loose protruded drive support disk. The motor tested ok. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, cracked case near display window corners and missing endcap sticker noted during our visual inspection.